Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 220-270 (mg/dl). The customer manually calculated the bolus amount and delivered corrections through the pump to address bg level. Reportedly, the customer needed to turn the carbohydrate settings to "on", and insulin duration had not been set up. Tandem technical support assisted the customer in successfully adjusting the bolus settings and recommended customer ensure insulin duration, maximum bolus, and carbohydrates being "on" match the previous pump settings.